Manufacturer narrative:
Report confirmed. Upon receipt of the af02 attachment it was observed that the foot on the attachment was damaged. Approximately 50% of the foot was missing. This type of damage occurs when the foot on the attachment makes contact with the tool when the tool is rotating. This typically occurs when the tool is not seated correctly in a motor collet. The internal bearings in the attachment had some corrosion but were still providing tool support. The em100-a motor was evaluated by inserting a tool multiple times into the motor collet and locking the tool in position. Each time the tool could be seated and secured in the correct position. The collet was removed from the motor and disassembled to perform an evaluation of the internal collet components. All components were in good condition. There was no debris or corrosion built up on the drive shaft. The there was no noticeable damage to the returned f2/8ta23 tool. On follow-up it was confirmed that there was no patient impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."

Event description:
A report was received stating that a "drill was assembled by midas rex-experienced surgical tech. During craniotomy (turning flap) the physician and the resident both noticed bleeding under the flap when it was approximately 50% complete. The physician withdrew the af02 and noted the ragged edge and apparent loss of part of the af02 foot. A second drill was pulled from an adjacent case cart and the flap was completed, the bleeding stopped and the blood vessel repaired. Case proceeded without further incident. The physician reported the patient is fine post-operatively." On follow-up it was confirmed that there was no patient impact.